Event description:
On (B)(6) 2018, a patient with aortic stenosis and annular and bulbar calcification had a 25mm trifecta gt planned for implant. The implant procedure did not have any particular problems. Decalcification from the annulus and protruding calcium nodes were taken away and the trifecta gt valve sizer sized to 25mm. The knots were tied with the holder on place (deep suture line) and macroscopically no problems were noted. After weening from bypass, toe observed a large trans prosthetic jet which seemed to arise from the non-coronary leaflet. The aorta was reopened and the prosthetic commissure between the ncc and lcc was observed to not close properly. A water test was performed and it was observed that the commissure kept the valve from coapting properly. The valve was removed and a new 25mm trifecta gt valve was implanted with no further issues. The patient was weaned from cpb and toe showed very good valve function and no regurgitation.

Manufacturer narrative:
The reported incomplete coaptation and resultant regurgitation could not be confirmed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met specifications at the time of commercialization. The cause of the reported event remains unknown.